Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows 0.56u delivered out of 0.75u programmed bolus on (B)(6) 2014@1:06am. Pumps user settings show the ¿iob duration¿ was set 4.0 hours. A test was performed with 10 unit bolus and a duration period of 2.0 hours. After the 2 hours the iob reflected in the status screen n2 was 0.00. The iob was found to be functioning properly. A 0.75u bolus was performed and it was reflected in the iob status screen n2, unable to duplicate the complaint during the investigation. The product performs within specifications. Anomaly is observed in the black box, the iob duration feature is operating as designed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the insulin on board (iob) is not calculating correctly into bolus total. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings (iob) issue.